Manufacturer narrative:
Inspection of the equipment by the hospital noted that the flow sensor diaphragm was stuck to the top of the flow sensor housing. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported to the distributor that tidal volume was not as expected. There was no report of patient involvement.